Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. During the investigation, the insertion tube and the distal tip cover insulation were tested; the unit passed insulation testing. The bending section cover was found cracked, and there were nicks and dents on the c-cover, which were determined to be due to physical damage. However, there were no sharp edges identified on the insertion tube. There was excessive play noted on the control knobs which was determined to be due to stretched angle wires, and the up/down control knob was noted to click with movement. The variable stiffness was determined not to be working properly due to a stretched coil wire, which was determined to be due to extended use. The cause of the user's experience cannot be conclusively determined; however, the use of other non-olympus medical devices during the procedure cannot be ruled out as an contributing factor. This report is being filed as an MDR in an excess of caution.

Event description:
The user facility reported that a pt visited an emergency room complaining of abdominal pain two days after undergoing a colonoscopy. The pt was diagnosed with a perforated cecum, and later had a right hemicolectomy procedure performed. The user facility reported that during the colonoscopy the endoscope worked fine, but each time they initiated the pulse of the argon beam system, the pt reportedly "jumped" and appeared to have felt the pulse. The user facility also reported that the pt was properly grounded and was verified during the procedure. The procedure was completed with the same endoscope and the pt was released with no pain.